Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4298 implantable pacing lead 2013 (B)(6); competitor implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). As a result of this event, the lead was reprogrammed with ventricular sensitivity decreased. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.